Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the sjm rep was unable to communicate with the ipg, and the pt reported not using the scs system much for the past six months due to the stimulation issue. The pt was not clear on the recharging of the ipg. The physician replaced the ipg. It was reported the pt received effective stimulation coverage postoperative. Reference MFR report: 1627487-2013-04071 regarding the leads.